Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose value was 59 mg/dl at the time of the incident and the current blood glucose level was 130 mg/dl. The customer stated that the blood glucose levels were 134 mg/dl and 62 mg/dl. The customer was advised to treat with food for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.